Manufacturer narrative:
Additional lot# 577573. Additional information will be provided once investigation is completed.

Event description:
It was reported during a resection procedure, the tip of the device became detached.